Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: during investigation, the keypad was intact and all keypad buttons responded appropriately. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were observed. The pump cover was removed to find no evidence of internal moisture. The keypad latch was found to be fully closed. There was no damage to the keypad flex. The keypad complaint was unable to be duplicated.